Event description:
It was reported that during a device changeout due to eri (elective replacement indicator), the physician noted possible insulation breakdown on the rv (right ventricular) lead. A splice kit was used to repair the lead, and the lead remains in use. The lead appeared electrically normal through the old device, analyzer, and the new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.